Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. It was indicated that the patient was revised to address recurrent dislocation. The patient had dislocated thrice prior to being revised. During the surgery, there was a large amount of cottage cheese-like material in the subcutaneous area with a cystic membrane consistent with a subcutaneous bursa which appeared to be inflammatory. There was also presence of a dark watery serosanguineous fluid consistent with trauma from the dislocation. There was a small nick in the stem which the surgeon thought was caused by the stem impinging with the previously revised asr implants. The stem was also noted to be anteverted. The surgeon noted that the reason for the dislocation was due to the absence of posterior tissue. The femoral head was stained with multiple stripes of titanium debris. A large fibroma was discovered which contributed to the posterior instability through impingement of soft tissue. Doi: (B)(6) 2018 - dor: (B)(6) 2018 (left hip). Previous revision involving asr xl implants is on (B)(4).